Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that there was a possible infection at the implantable neurostimulator (ins) site. The patient had two openings in his wound that he had been dealing with since implant. It was further reported that the patient was working with the healthcare professional to try to get things to heal, but it had not yet. The patient thought the issue had started with a blister from an adhesive, but otherwise the event cause was unknown. Diagnostic testing or troubleshooting performed included visual inspection from the healthcare professional. The issue was not resolved at the initial time of report. Reported interventions/actions planned to resolve the issue included device explant followed by replacement once the infection cleared. Surgical intervention was scheduled for (B)(6) 2016. If additional information is received, a follow upreport will be sent. The patient¿s indications for use included spinal pain.